Manufacturer narrative:
The information regarding the event is limited. Requests for additional information have been made, however to date there has been no response. A photo of the sample was provided with the initial report. The photo shows a mesh that has been prepared for implant. The photo confirms for two areas toward the center of the sample and one area along the edge where you can see that the hydrogel coating has separated from the mesh. As reported the surgeon "soaked" the mesh, it is unclear what is meant by 'soaked" per the IFU the mesh is to be hydrated for 1-3 seconds. It is possible that the mesh may have been over hydrated or a portion of the hydrogel coating may not have been fully hydrated causing the issue to present. The photo evaluation confirms for separation of the hydrogel coating from the mesh, however a root cause is undetermined. The information provided at this time is limited, should additional information be provided, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions for use, supplied with the device state, ventralight ¿ st mesh should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, attach the sutures to the ventralight ¿ st mesh before hydration. The prosthesis must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating. A minimum sized trocar is recommended for the laparoscopic delivery of ventralight ¿ st mesh. Insert the prosthesis through the trocar using a rigid instrument, such as non-serrated, 5 mm forceps; do not over force the prosthesis through trocar. If ventralight ¿ st mesh is hydrated longer than 3 seconds and/or does not easily deploy down the trocar, replace trocar and retry with the next available larger sized trocar. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 03/25/2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Patient details are unobtainable due to the privacy laws in (B)(6). Not returned.

Event description:
It was reported that on (B)(6) 2017 the surgeon, soaked the ventralight st mesh and when he went to place it within the patient he noticed that the adhesion barrier was coming off in places. The mesh was removed from the site and not implanted into the patient.

Manufacturer narrative:
This is an addendum to the initial MDR as additional information was provided and the sample was returned for evaluation. Additional information provided states that the mesh was hydrated for the recommended amount of time (1-3 seconds) and the mesh was rolled with the hydrogel side in and the recommended 12mm trocar was used. The sample is confirmed for separation of the hydrogel barrier. The sample was received manipulated for use as reported. The mesh was pre-sutured and marked with a surgical pen. There is a crease down the center of the sample indicating that the mesh had been folded and the mesh appears to have been hydrated. As reported the surgeon hydrated the mesh for the recommended amount of time before attempted placement. It is unknown if the user rolled the mesh prior to hydration and/or if proper hydration of the mesh occurred. Rolling the mesh before hydration may not allow for proper hydration which would have caused the damage found. Based on the information provided and the sample evaluation this complaint is confirmed for the reported issue, however the root cause remains undetermined. Updated.